Event description:
This is a report from a peritoneal dialysis (pd) nurse that stated the home patient (hp)'s transfer set patient connector separated from the catheter adapter. The separation happened on (B)(6)2010 and the hp now has peritonitis. The transfer set was in use for approximately one month. The hp was given vancomycin and gentamycin and is resuming capd for now. When additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4) the sample is available but has not yet been returned for evaluation. A follow up medwatch will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed in the lab for connection issue but a dimensional issue was confirmed. The results of a sample evaluation revealed that the silicone bushing and tubing was not flush to the connector according to specification requirements. A batch review was not performed due to unknown lot number. A root cause was not identified due to insufficient information. Baxter has conducted a trend review and found that similar reports have been received for the reported condition of separated. Baxter will continue to monitor similar reports to determine if further actions are required. Baxter has received similar reports for the reported condition of peritonitis. The root cause investigation is in progress.